Event description:
It was reported that the patient received several shocks due to oversensing, which was reproducible with pocket manipulations. It was also reported that there may have been a lead fracture. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.